Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that t the it was able to connect to the server; however, reports were not generating correctly. The technical support specialist (tss) investigated and the found that the account was under a credit overall block and called and spoke with customer, informed him about the account status, and explained that was unable to proceed with creating a work order and then advised customer to contact 1-800-438-6789 for further information regarding their current account status. Customer acknowledged the information and agreed to proceed with closing the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door 4 had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es tower door 4 had failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.